Event description:
It was reported that during ablation when using the coblator; it was smoking.

Manufacturer narrative:
The device was returned for evaluation and intended for treatment. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller had only minor scratches. Warranty seal is broken, also sides of panel are damaged. Functional evaluation revealed that the controller functioned as intended. All ablation and coagulation output voltages fell within specified ranges. No smoke was observed during the testing process. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) there could have been a power surge to the controller which could have cause burn smell, (2) there may have been a loose power connection, or (3) the vents of the controller may have been obstructed which could cause a burning smell.